Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure message occurred on the cardiosave intra-aortic balloon pump (iabp). All attempts at completing the connection and resolving the issue were unsuccessful. The getinge representative directed them to connect the transduced inner lumen to the iabp, level, and zero to obtain an arterial pressure (ap) waveform. It was successful and they were instructed to disconnect the fiber optic connection so the alarm/message would not persist. There was no patient harm or adverse event reported

Manufacturer narrative:
Additional initial reporter - (B)(6), rn. Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: brand name, unique identifier (UDI) #, version or model #, catalog #. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.